Event description:
During an MRI examination, the patient's bicep became red and tender allegedly due to bicep touching the cable of the torso coil.

Manufacturer narrative:
The MRI technologist scanned the patient and did not isolate the bicep area from the coil cable. During the scan, the patient rang the call bell to report that his bicep was hurting. The technologist placed the patient's arm above his head and finished the study with no additional incident. After the scan was completed, the patient complained about his bicep area. It was red and tender and was advised not to put ice on it. The toshiba customer engineer confirmed that the coil was working properly. The patient has not returned and is being contacted for an update of his condition.